Event description:
Information was received that reported a patient was hospitalized in 2009 due to an incident of hyperglycemia. Per the reporter, the patient had been experiencing elevated blood glucose "for awhile". The day before the hospitalization, her blood glucose was "high" per her meters throughout the day. The morning of the hospitalization, she awoke and began vomiting. She was brought to the hospital and was admitted with a blood glucose of 270 mg/dl. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.